Event description:
It was reported that in (B)(6) 2012 the patient lost weight from 160 to 120 pounds and her bones were sticking out where she had the spinal cord stimulation (scs) device. It was noted that the patient was experiencing a lot of pain and could not sleep so they removed the scs system per patient. It was noted that the patient had myelofibrosis and would like to have another scs system implanted.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# la0571, implanted: 2002-(B)(6), product type lead product ID 7495lz25, serial# (B)(4), implanted: 2002-(B)(6) product type extension product ID 7435, serial# (B)(4), implanted: 2002-(B)(6), product type programmer, patient product ID 7495lz25, serial# (B)(4), implanted: 2002-(B)(6), product type extension, (B)(4).